Event description:
It was observed that during the device evaluation, the telescope exhibited objective lens damage. There was no patient involved.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and confirmed result of the reported malfunction. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction occurred due to the effect of an excessive mechanical force caused by an impact or fall. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.